Event description:
It was reported that increased impedance and high threshold were observed. The pace/sense portion of the lead was capped and the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.